Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 550 mg/dl. The cause of the high bg was unknown. No additional information was provided, and customer could not be reached to complete troubleshooting.